Manufacturer narrative:
Siemens requested instrument log files to review and the instrument be returned for investigation. Customer informed siemens log files were not available and when the customer attempted to return the instrument, the package containing the device was lost in transit. As a result of having no files to review nor instrument to evaluate, an investigation is not possible. The cause of this event is unknown.

Event description:
Customer reported a false negative hcg result on a patient sample (urine) compared to a positive serum result. There is no report of injury due to this event.